Event description:
A customer reported a leak less than 5ml in the coulter lh 750 hematology analyzer under the random access module and pinpointed the source of the leak to the stain mixing chamber. Patient results were not impacted. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse replaced the tubing from the stain mixing chamber to the drain stain chamber. The fse verified the repair per established procedures. (B)(4).